Manufacturer narrative:
This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reports that she developed bright red skin with pinpoint blisters that opened with pinpoint bleeding and oozing approximately (4) weeks ago that match the outline of the mass in size and shape. She saw her physician approximately (3) weeks ago who prescribed oral clindamycin with no improvement. She then saw a different physician approximately (2) weeks ago who prescribed oral levofloxacin that she just finished. She also saw a wound ostomy continence (woc) nurse last week who recommended over the counter anti-fungal powder but she has not yet obtained this. She reports some improvement as the bottom part of the area is almost completely cleared, however she continues to have redness but no more oozing or bleeding from approximately 9 o'clock to 3 o'clock area. No further details have been provided.